Manufacturer narrative:
There is no way to know whether this device was manufactured by a and I industries ltd since there was no model number provided and the device was not returned for evaluation.

Event description:
Per importer's MDR: a report was received stating wheelchair allegedly tipped over at the bottom of ramp causing injury to patient while reaching down for an object. It was determined that the front casters were too loose. Please review additional information received in this incident. Please note the parts were discarded, no sample to evaluate.